Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was completely separated from the luer fitting joint of the catheter handle. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on analysis completed on 14 december 2021. It was reported that during an ablation procedure using an intellanav mifi open-irrigated ablation catheter they found the catheter's (electrical) connection was severed. They replaced the catheter and the procedure was completed with no patient complications. The catheter was returned to boston scientific for analysis. However, analysis of the returned complaint device found that the irrigation tubing that had become detached.